Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery runs out in less than a week. The customer's blood glucose was unknown. The customer stated that pump error alarm occurred during self test. Customer has discontinued using pump and reverted to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to cracked solder joint on keypad assembly. Insulin pump trace download analysis confirmed the pump alarmed low battery alert and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.